Event description:
Additional information received. The customer was using the auto mode feature at the time of the incident.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that customer experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl. The customer was treated with carbs. The customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.